Event description:
It was reported that during a ureteroscopic lithotripsy procedure, the fiber tip broke, detached and fell inside the patient. The retrieval method is unknown. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
G1. Manufacturing site correction. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. In the first use of the moses 200 d/f/l fiber, the spot may be a bit different due to the ball shape of the tip. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient. A risk review was completed and confirmed that the event of fiber cap/tip - detached/broke inside patient is defined in the risk documentation. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopic lithotripsy procedure, the fiber tip broke, detached and fell inside the patient. The retrieval method is unknown. The procedure was completed using another fiber without patient complications.